Event description:
It was reported that the implantable cardiac monitor (icm) did not detect a pause episode due to noise. It is unknown if the device remains in use. No patient complications have been reported as a result of this event.